Event description:
It was reported that a vns patient was experiencing an increase in seizures. The device was re-programmed and the seizures got worse. The patient is going back to the physician for further programming. Additional relevant information has not been received to-date.